Event description:
Report received of undocumented number of undocumented incidents of tubing ruptures during contrast injection. The customer reports that the injector settings used are 300psi, 2ml/sec and 100cc volume. The injection tubing is connected to the clave. The site of the rupture varies from the clave end to the entire tubing splitting of rupturing at the catheter hub. Sometimes the tubing ruptures within the first 15 seconds and sometimes it is at the end of the injection, at about 40 seconds. There have been reports of pt IV sites needing to be restarted. There have been reports of pts having minimal blood loss. One pt did get contrast in the eye, but it landed on pt's contact lens. This has occurred during various CT scans. This tubing is used with inpatients and outpatiens. No reports of adverse pt effect. Additional pt info was requested, but no further info was available.